Event description:
It was reported by service report that the customer reported that the brake steer pedal was broken off exposing sharp edges. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.